Manufacturer narrative:
The device is still with the distributor. An initial assessment was made based on the event description. We will perform a full evaluation on the mr850 respiratory humidifier when it is received. Results: based on the event description, it appears that the breathing circuit in use at the time of the alleged event is not approved by fisher and paykel healthcare to be used with our mr850 respiratory humidifier. The following warning is included in the mr850 instructions for use: "the use of breathing circuits, chambers or other accessories which are not approved by fisher and paykel healthcare may impair performance or compromise safety." The event description suggests that the breathing circuit was potentially misused/abused i.e. Run over with a wheelchair several times, and milked such that the heater wire was bunched together. Bunching in the heater wire is known to cause localized overheating potentially causing the tube to melt, resulting in a leak. Conclusions: we cannot conclude this investigation until we assess the mr850. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. This was due to this complaint being received late at fisher and paykel healthcare, another country from our office in the USA. All parties involved have been notified and steps will be put in place to prevent recurrence in the future.

Event description:
We received a report from a distributor stating that a homecare pt heard air escaping from the pulmonetics breathing circuit that was in use in conjunction with the fisher and paykel healthcare mr850 respiratory humidifier, and awoke to the taste of smoke. The pulmonetics circuit was discolored and leaking. The breathing circuit part number is unk; it was reportedly a dual limb heated wire circuit, with no peep value. The pt has admittedly run over the circuits with his wheelchair several times and the heated wire was bunched together in one part of the circuit from the pt milking the circuit. No pt injury was reported.